Event description:
The customer reported high blood glucose. The customer stated that the insulin pump was giving her problems. The customer's blood glucose reading was 400 mg/dl. Through troubleshooting it was determined that the insulin pump was programmed incorrectly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.